Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a cut in the high-voltage cable of the system. This occurred outside of a procedure. No pt injury was reported.